Event description:
It was reported that a clearlink continu-flow solution set was observed to have air in the line. The nurse was hanging a chemotherapy bag while the patient's flush was finishing; the flush was running at 200cc's/hr. At this time the nurse noticed that there was about 8-10 inches of air downstream from the pump, before the clearlink y-site. The nurse removed the air and then continued drug administration through the line without incident. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The facility did not know the device's exact lot number, but were able to narrow it down to one of three: r12l18061, r13a17163, r13b08145. Evaluation summary: a batch review was conducted for each lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Three companion samples were returned for evaluation. The samples were visually inspected and functionally tested; the devices functioned as designed. The reported condition was not confirmed and the cause could not be determined.